Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported a battery was not holding a charge and a battery charger was not charging a battery.